Manufacturer narrative:
The t:slim g4 user guide states that the pump can stop insulin delivery and alert if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours and can be set anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's pump was beeping and awoke to resume insulin. The customer's blood glucose levels were not impacted. During troubleshooting with tandem technical support, cts identified an auto off alarm in the pump logs. Cts reminded the customer that the auto-off safety feature can be modified or turned off and to contact their healthcare provider before modifying the settings. Customer requested to change settings and the customer was instructed on how to modify settings.